Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side manipulator (psm) for failure analysis evaluation. The psm was analyzed and a visual inspection was performed. The arm was installed onto a system and powered up. No failures were were found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. Isi has not received the psm for evaluation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a nurse called in to report an error on patient side manipulator (psm) 1. The customer had already power cycled the system. The technical service engineer (tse) reviewed logs and found errors noting that psm 1 initialization failed during startup and also that the cannula port clutch was stuck. The tse guided the caller to hard power cycle while pressing the clutch button on psm 1, and then to reseat the instrument. After the system powered up, the same issue occurred. The procedure was aborted post anesthesia and port placement. Intuitive surgical inc. (Isi) followed up with the customer to obtain additional information. The procedure had been under way for about half an hour at the console when the issue started. Apart from the cancellation of the procedure, which had to be rescheduled, there were no other incidents for the patient.